Event description:
It was reported, the insulin pump alarmed no delivery and resolved the issue by changing the entire set. Customer's father stated he bloused again and thinks customer received a double delivery. Customer's blood glucose was 180 mg/dl. Customer's father stated he will monitor blood glucose and treat as needed. Customer was advised the device delivered 8.5 units of the 10.7 and the second bolus customer delivered 10 units again. Customer's father was advised how to view bolus history. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.